Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) units batteries were not charging. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer evaluated the unit and could not duplicate the reported issue. The fse inspected pump, both batteries were discharged. Found charger to be working normally and charging batteries when plugged in. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a